Event description:
It was reported an intra-aortic balloon pump was alarming "volume loss" immediately upon placing the patient on the pump. The patient was transferred to another intra-aortic balloon pump without incident. There were no patient complications involved. The bio-med department at the user facility evaluated the balloon pump. The helium valve was replaced and the pump was placed back into service. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm.